Manufacturer narrative:
This AED nor its electronic log files were returned and thus the root cause could not be determined. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined the AED exhibited increased standby current, leading to rapid battery depletion. Further investigation traced the issue to a failed internal ic chip.